Manufacturer narrative:
Claim# (B)(4).

Event description:
The reporter indicated that before an implantable collamer lens (icl) implantation procedure, lens tore during loading, after opening vial. Lens was not implanted. Backup lens was used and problem was resolved. Cause of the event was reported as device - not elaborated upon.

Manufacturer narrative:
H6 - investigation type 4110: lens work order search - no similar complaint event(s) within associated lots were found. Claim#(B)(4).